Event description:
It was reported that the ilet pump displayed an alert 38 for consecutive stalled motor after a restart and generated repeated occlusion alerts that paused insulin delivery, which the user cleared to resume dosing; the user observed primed tubing, used contact detach 23" 6 mm, and later transitioned to backup subcutaneous insulin until supplies were available. Symptoms included hyperglycemia, with glucose reportedly in the 300s. Outcomes included a missed dose and a delay to therapy due to paused delivery during alarms and the user switching to backup therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in relation to the failure to infuse, associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.